Manufacturer narrative:
A lumenis service engineer visited the site on (B)(6) 2019, ten (10) days after the reported event, and suspected the failure to be with the laser's line filter located in the rear panel assembly. The engineer replaced the rear panel, and after performing ink, energy, and safety tests on the laser, the engineer handed the system over to the facility having met manufacturer's specifications and ready for use. A review of system risk files revealed the risk of "system failure" (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment a review of historical product complaints shows that the same malfunction of a system failure, (specifically line filter or rear panel assembly failures) during a procedure has not led to serious injury in the past. To the best of lumenis' knowledge this is an isolated event. No corrective action was determined necessary and no further action required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)). Although there was no report of injury associated with this event, the malfunction led to a cancelled procedure. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse 100w was being utilized, the system suddenly stopped working. Unable to continue operation, the procedure was cancelled and the patient had to be woken up from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.